Event description:
Bought malem bedwetting alarm for my daughter from the bedwetting store. I thought that this company would provide products that are tested as per FDA requirements. But this product is junk with terrible result of getting hot that made my daughter scared of using this alarm. Such unsafe children products should be evaluated and looked into prior to sale.